Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in new (B)(6) as follows: it was reported that on an unknown date , the handle and torque driver broke in set. Both did not accept the screw driver shaft in quick coupling. No patient involvement. This report is for one (1) large handle with quick coupling. This is report 1 of 1 for (B)(4).